Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's left s1 lead had migrated. This was confirmed via x-ray. Surgical intervention is pending to address this issue. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8713225.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.